Manufacturer narrative:
(B)(4). Results: (doctor's attempted direct stenting of 80% stenosed lesion), (stent deformation and failure to deliver device), (direct lesion stenting). Eval: conclusion: lack of effectiveness related to pt condition (doctor's attempted direct stenting of 80% stenosed lesion), (direct lesion stenting). Eval summary: a number of stent segments along the stent were disturbed. The 14th distal stent segment was raised, deformed and stretched distally. The distal tip was slightly frayed.

Event description:
The physician was attempting to implant a 2.50 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt. The physician unsuccessfully attempted to direct stent the lesion, which exhibited 80% stenosis, and removed the device from the pt. After pre-dilatation of the lesion, the physician attempted to re-insert the stent but noticed the damage. The lesion was successfully treated with another stent after the pre-dilatation activities. No pt injury occurred and no clinical sequelae were reported. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to united states distributed product ((B)(4)).